Event description:
The customer reported that a "speaker malf. Inop" was displayed on the intellivue multi-measurement module x3 and there was no sound coming from the device. The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.